Manufacturer narrative:
Sample material was requested for investigation but could not be provided. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The customer also performed interference testing by dilution, polyethylene glycol (peg), ha blocker and anti-hama (human anti-mouse antibodies)methods; no differences were observed during comparison testing. Sample material from the patient was requested for investigation.

Event description:
The initial reporter questioned results not meeting the clinical picture for 1 patient tested for elecsys troponin t hs (troponin t hs) on a cobas 8000 e 602 module from 09-mar-2020 to 09-may-2020. During this time-frame, the troponin t hs results increased but the patient had no symptoms of myocardial infarction or as. On (B)(6) 2020 the patient had a troponin t hs result of 1.86 ng/ml. Refer to data for additional troponin t results leading up to (B)(6) 2020. The results were reported outside of the laboratory. The e602 module serial number was (B)(4).